Event description:
A home patient's parent reported they stepped in the patient line and separated the bag during treatment on the homechoice machine. The technical representative advised the patient's family member to close the catheter and patient line clamp. The technician then advised the family member to notify the patient's nurse and and restart therapy with a new setup. The patient's family member reported no patient injury or medical intervention was associated with this incident.